Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician used to 7fr ik device during an intervention therapy. He prepared to use the angio-seal after the puncture site angiography. However, he found that the bypass tube had come off when he opened the package. So, he changed to a new device and finished the treatment. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon evaluation of user facility information and the returned sample; 213 is based upon functional testing and dimensional testing of the returned sample. One 8fr angio-seal vip was received for product evaluation. The carrier tube assembly was returned with the bypass tube. The hemosheath, guidewire, arteriotomy locator, completely opened polyfoil pouch and header bag were returned as well. Upon visual analysis, it was noted that the anchor of the carrier tube assembly was fully exposed. The bypass tube was dislodged and located to proximal part of the carrier tube. There were no damage or deformation noted with the anchor and bypass tube. The deployment sleeve of the device was found to be in the forward lock position. The tip of the carrier tube was examined, and no anomalies were noted. There was no damage noted with the returned hemosheath, guidewire and locator. No other visual anomalies were noted. For functional testing, the bypass tube was moved over the anchor by manually to set to on its manufacturing position. There was no issue noted during insertion over the anchor. No anomalies were noted with the anchor and the bypass tube. The bypass tube was separated from the carrier tube and subjected to dimensional testing. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109 and which was within the specification of 0.109" +0.002/-0.003. Measurement was within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the returned device, the complaint could be confirmed for bypass tube dislodged. The tip of the carrier tube was examined, and no visual anomalies were observed. No dimensional and visual inconsistencies were found on the bypass tube. The exact cause of the reported event cannot be determined but it is likely that the bypass tube was dislodged while opening the polyfoil pouch or during handling. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).